Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer confirming their symptoms were resolved and the replacement programmer resolved the issues they experienced.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having feeling of stiffness and rigidity. They charged their implant and it was "off." They were unable to turn the ins on, because the patient programmer was not working. Environmental/external/patient factors that may have led or contributed to the issue included not consistently charging the ins. Diagnostics/troubleshooting included impedances being obtained and were all within normal limits. Ins was turned on with the clinician programmer. Charging reports showed ins had been depleted, but was charged to 50% at time of assessment. Interventions/actions included ins charged to 50%. They turned in with the clinician programmer. Stiffness and rigidity resolved. Patient re-educated in use of charger. The issue is reported to be resolved. On the same date, it was reported that the programmer would not power on, wouldn't work, and had a blank screen. After changing out the batteries from heavy duty to regular alkaline, this resolved the issue and the programmer was confirmed to be working as intended. On 2020-02-07, additional information was received that at the time of the previous call regarding the pp, the pp buttons were working, but that since then the "on/off button doesn't work at all." If they "pull" the battery, they stated "sometimes" they get "a light on." They also stated the "orange check ins" button was not responding and therefore the check remained on the pp screen when they pressed the button. They confirmed the buttons were depressing and were not stuck. They confirmed the pp was not dropped/damaged or wet. It was stated that the issues with the pp buttons not working started "last week." A pp replacement was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.